Manufacturer narrative:
A4 - patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms around 3-3:30am. The patient was found unresponsive at 4:15am with the low flow alarms still active. It was noted that the patient had been sleeping on their batteries. Emergency medical services (ems) was called and cardiopulmonary resuscitation (CPR) was initiated. The patient had no signs of perfusion upon ems arrival and was in asystole on the monitor. It was confirmed that the patient's batteries had power. The patient did not have an implantable cardioverter defibrillator (ICD) and it was believed that the patient may have had a lethal arrhythmia in addition to a bad right ventricle which lead to the patient's passing. The pump was functioning as intended when the patient was found unresponsive. The death was not considered to be device or therapy related and an autopsy was not performed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The patient outcome was not considered to be device related and (B)(6) was noted to have been operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. B, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.